Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in a (B)(6) female patient presenting for high-risk percutaneous coronary intervention (hrpci), scai shock stage a, with a history of prior coronary artery bypass grafting, known coronary artery disease, and diabetes mellitus. Immediately after insertion, suction events were noted with ¿pump in ventricle¿ alarms. Fluoroscopic assessment suggested acceptable position; however, suction could not be resolved. The clinical team elected to remove the impella and consider reinsertion and/or placement of a second device. A bedside cardiac ultrasound demonstrated a very small left ventricle. Based on this anatomy, the physician elected to reinsert the same impella device, attributing the suction to ventricular anatomy. After reinsertion, suction alarms persisted. The intervention proceeded with the impella in place despite ongoing suction alarms and intermittent placement-signal-low (psl) and placement-signal-invalid (piv) alarms. Review of a pre-procedure echocardiogram subsequently confirmed a small left ventricle with severe concentric left-ventricular hypertrophy. The patient tolerated the procedure, and hemodynamic support was continued. The reported events are low pump flow, use against labeling, placement-signal issues, medical device removal, and hemodynamic instability. The device will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the device removal; however, the removal and reinsertion were performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
The device was returned d9 was updated. The investigation is underway once completed as supplemental will be sent.

Manufacturer narrative:
Additional information was received to clarify that the suction alarms did not resolve during the procedure and time on support. The device is available for return.